Manufacturer narrative:
It was indicated by the customer that the sensor used during the reported event will not be returned to masimo for evaluation. If new information is obtained, a follow up report will be submitted. No patient incident was reported.

Event description:
The customer reported that the sensor stopped working. There was no known impact or consequence to patient.